Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER with back pain. A cta was done and the physician recognized that the patient had a type ia endoleak. The physician stated that there was 10cm from the lowest renal to the flow divider and implanted a bifurcated device at the level of the lowest renal and extend into both limbs to exclude the type ia endoleak. The physician took a final angio and stated that the type ia endoleak was resolved. The physician stated the cause of the event was anatomy related (neck dilated). No additional clinical sequelae were reported and the patient is fine.